Event description:
Reporter stated tht the surgeon inserted a three piece silicone intraocular lens model aq2003v in the eye and noticed the lens was torn. The surgeon removed the intraocular lens without enlarging the incision. No patient injury.